Event description:
It was reported that the rv (right ventricular) lead was explanted due to no capture or sensing, even after repeated repositioning attempts. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found; full lead was returned for analysis.